Event description:
Intuitive surgical, davinci xi, harmonic ace curved shears being utilized according to manufacturer's recommendations. During procedure, 1/2 of solid jaw tip broke off of device while in the patient. Broken portion of jaw retrieved in its entirety as validated by comparison of the two broken edges by operating room staff. Replaced with like device that functioned without issue for the remainder of the case.